Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was an incident in critical care unit at (B)(6) hospital, where a vascath became loose from its rotating suture wing. The wings require some force to remove them. However staff discovered that when they become warm and are no longer secured (the patient was on a warm-touch/heating blanket due to hypothermia) and staff believe this is what caused the wing to malfunction.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Attempts to obtain additional information and the sample were unsuccessful. Without an evaluation and testing of the device involved no root cause can be determined. Testing has been performed for suture wing to hub force of break. The results showed the suture wings had pull strengths greater than the 3.38lbf minimum required by iso 10555-1, annex b. During manufacturing of this device family, after the suture wing is assembled onto the hub, it is rotated several times to ensure free movement and proper positioning on the hub. The report stated the patient was on a warm-touch/heating blanket due to hypothermia. They believe that when the wings become warm, they are no longer secure, and this is what caused the separation. Research by medcomps engineering department found that the pvc material of the suture wing starts softening at approximately 200°f. Research shows max temperature settings for warming blankets is approximately 130°f. Contact with a 130°f warming blanket was unlikely the root cause for the suture wing to disengage from the catheter hub. Without an evaluation of the device involved in the incident we are unable to determine the cause or factors that may have contributed to this event; however it appears that enough force was applied to the catheter to dislodge it from the suture wing.